Event description:
It was reported that during the procedure, the operating physician punctured the vein using the introducer needle; however, upon aspiration with the arrow raulerson syringe (ars), no blood return was obtained only air. Upon inspection, the physician noted that the introducer needle hub was broken. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and replacement with another device.

Manufacturer narrative:
(B)(4).